Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular aneurysm that located in left ophthalmic segment, this coil felt resistance and pre-maturely detach in the microcatheter. It was reported that first framing coil was deployed successfully into the aneurysm and then reported axium helix was taken and started deploying. While deploying, there was lot of resistance while pushing the coil in to the microcatheter and coil got detached in the microcatheter. Another different size of the coil replaced and deployed successfully. The procedure completed without any further complications. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the axium coil pushwire returned and implant coil found detached and missing. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator were found to be intact. The pushwire was found to be bent at multiple locations from the proximal end. Additionally, the pushwire was found to be broken at the proximal end within the introducer sheath with the release wire extending. During evaluation, the release wire was pulled out from the distal pushwire segment for evaluation of the coin. The retainer ring appeared to be damaged and ovalized. The lot history records of the retainer ring have been reviewed and no quality issues were noted. Based on the reported information and analysis we are unable to definitively determine the cause of pre-mature detachment. It is possible that pushwire broke and release wire pulled led the coil detached from the pushwire. It is also possible that the ovalized (damaged) shape of the retainer ring may have led to the passing of the detachment ball passed the retainer ring and to the subsequent detachment of the implant coil from the pushwire. It is possible that the pushwire broke during the attempt to push, and / or pull the axium coil against the reported resistance. All products are 100% inspected for damage and irregularities during manufacture. Per the axium instructions for use (IFU): precaution: advance and retract axium detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted. If friction is noted in a second coil, carefully examine both the coil and the catheter for possible damage such as catheter shaft buckling or kinking, or an improperly fused joint. Warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.